Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards' affiliate in taiwan, a transcatheter valve replacement procedure was performed to implant a 20 mm sapien 3 ultra valve into the aortic position using the right transfemoral access site approach. During the procedure, the commander delivery system with the valve could not pass across the 14f esheath plus despite three attempts and the application of significant force. The valve and delivery system became stuck in the blue portion (sheath shaft/fully expandable) of the esheath+ before the common iliac artery and close to external iliac artery and internal iliac artery bifurcation. The esheath plus and the sapien 3 ultra were removed altogether. Percutaneous transluminal angioplasty was performed on the external iliac artery. A new kit was then opened for the tavi procedure. No patient injury occurred and the patient remained in stable condition.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings and additional information provided. Sections b1, b2, h1 and h6 health impact code, h6 investigation findings, and h6 investigation conclusions are corrected. Sections g6, h2 and conclusions in section h11 were updated. Section h6 codes were added: type of investigation. Additional information provided indicated that percutaneous transluminal angioplasty was performed on the external iliac artery only to dilate the vessel but not to address any injury. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), current risk mitigations including design and manufacturing controls, and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imagery of the patient anatomy was provided and review of the imagery revealed the presence of calcification and undersized vessel diameters in the patient's right access vessels. The complaint for resistance was confirmed based on the available information. It is likely that patient factors (calcification, undersized vessel) may have contributed to the event. Per review of the provided imagery, calcification and a section of undersized vessel were observed within the reported region. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Undersized vessels (e.g. Due to anatomical variation, pre-existing stent or graft, scar tissue, or fibrosis) can create a restricted pathway, resulting in difficulty during sheath expansion and increased resistance during the advancement of the delivery system. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.